Event description:
Deteriorating l hip extremely high, cobalt chromium blood test results, hip revision rendered in (B)(6) 2023, followed by serious complication. Infection, afib (atrial fibrillation), cardiac irregularities. Johnson & johnson prostheses placed in 2008, deteriorating, leaking, high levels of cobalt/chromium cobalt 49; +chromium. Records and old prostheses available for review. (B)(6) 2023 significant elevations discovered in blood of cobalt and chromium: cobalt 49.3 (50x normal) chromium 39.9. X-rays show partial dislocations in left hip, (B)(6) 2023 left hip revision, (B)(6) 2024 resistant wound infection incision site left hip, (B)(6) 2024 atrial fibrillation ICU x3 days, 2 ER visits with afib, (B)(6) 2024 fractured right arm trip and (B)(6) 2024 cardiac problems. J and I #50 pinnacle cup and a #6 summit stem, a 36 mm metal-on-metal head retained by (B)(6) hospital. Available for review. Ref report: mw5160012.